Event description:
It was reported that the patient has high impedance, with an impedance value - 10,000ohms. The patient was referred for a full revision surgery. The patient underwent surgery on (B)(6) 2014. The explanted products cannot be returned for product analysis as the site does not return explants.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.